Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Date implanted - approximately 12 years ago. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent right total knee arthroplasty approximately 12 years ago. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due to the age of the implants. During the procedure, the bearing and locking bar were removed and replaced. No further information has been provided.